Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm on the homechoice (hc) unit during dwell 6 of 6. The home patient (hp) disconnected the supply bag and connected a new bag. The patient ended therapy, would finish with manual supplies, and would call the nurse. It was explained that the patient should never disconnect a bag and reconnect a new bag. There was no patient injury or medical intervention reported.